Event description:
Initial reporter stated not being able to disconnect the vit probe from connector to place a stopcock on it. This occurred during surgery with a slight delay. There was no adverse effect on the patient.